Manufacturer narrative:
A customer reported that their AED battery is depleted. The customer stated that they would be sending an email with the maintenance but it appears to be no maintenance performed. It was noted that they have implemented a maintenance schedule since finding this AED. The customer was also emailed the manufacturer maintenance recommendations. The customer indicated she will order a new battery pack and pads.

Event description:
A customer reported that their AED battery is depleted. They reported that this did not occur during patient use.